Event description:
On 02/26/2025, a sales representative reported via sems- (B)(4) that an ar-9676 angled reamer bound up to the external reamer during a reverse total shoulder on (B)(6) 2025. This caused about a 10-minute delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b3, d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9676 angled reamer, drive shaft batch number: 022338 was received for investigation. Visual evaluation of the returned device noted striations along the distal and proximal ends of the device. Further visual evaluation noted wear and tear to the device with superficial scratches, faded laser markings, and discoloration observed. The most likely cause for the observed failure can be attributed to wear and tear incurred from extended usage/repeated processing. Manufactured date: 22-sep-2023. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to seize from functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user does this during normal clinical use. When used normally, this issue is unlikely to present itself, which suggests that the handling of the device has a large impact on whether or not it will seize. For this reason, the direct cause is considered to be misuse of the device.